Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified proximal left anterior descending artery (lad). Vascular access was obtained via the femoral artery. The 12mm x 3.00mm apex monorail was selected for pre dilation and was successfully advanced to the target lesion. Upon the first inflation attempt at 10 atms for 40 seconds a balloon rupture occurred. The balloon was successfully removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient status listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)